Manufacturer narrative:
Eval result: gas spring trip, fowler.

Event description:
It was reported by service report that the fowler is going up on its own. No pt involvement or adverse consequences are reported.